Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient expired at home, on (B)(6) 2014. No autopsy was performed. This nurse reported that the patient was not dialyzing at the time of death. According to this nurse, it is unknown what the cause of death was, but the patient had several co-morbidities. There is no allegation against any fresenius product in relation to the reported event. Limited information was provided for this safety report. This nurse stated that the patient's age, co-morbidities, and estimated dry weight are unknown, due to the patient being discharged from the dialysis clinic.